Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) performance data collected from the device was analyzed and interference/noise was noted. Ventricular short interval count v-sic=58.8 counts, on (B)(6) 2011 in the timeframe between 10:21:29 and 15:15:17.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) performance data collected from the device was analyzed and interference/noise was noted. Ventricular short interval count v-sic=58.8 counts, on (B)(6) 2011 in the timeframe between 10:21:29 and 15:15:17. (B)(4) the partial lead was returned in segments, analyzed and the outer tubing had environmental stress cracking breach/breach (non-electrical). It was noted that the defibrillation coil was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that during change out of the implantable cardioverter defibrillator, the right ventricular lead had an insulation breach. The lead was removed and replaced. During the same procedure, the right atrial lead became dislodged during the extraction of the right ventricular lead. The right atrial lead was removed and replaced as well. No patient complications were reported as a result of this event.